Event description:
It was reported that the patient was presented to the emergency room due to shortness of breath. Upon interrogation, the atrial lead exhibited undersensing, which caused a lack of mode switching. The device sensitivity would be reprogrammed and the patient would continue to be monitored.